Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had small effusion prior to the beginning of the implant. Right atrial (ra) lead perforation they performed a pericardiocentesis and drained. Lead exhibited loss of capture. Patient also had chest pain and trouble breathing. Lead was repositioned. No additional adverse patient effects were reported.